Event description:
It was reported to philips by a customer that the unit's check vent alarm failed message. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the unit needed a preventive maintenance service, battery replaced, and has alarm led failed message on the screen. The fse replaced the power switch overlay to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and the service performed, the customer¿s alleged malfunction was confirmed.